Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a cardiac perforation leading to pericardial effusion (pe) occurred. The procedure was cancelled. During an atrial fibrillation ablation procedure, a versacross access solution kit was selected for use. The physician went up with the versacross rf wire with intracardiac echocardiography (ice) imaging only. The rf wire went up way high and could not be visualized on ice. The wire was attempted to bring down to superior vena cava (svc) however difficulty was experienced. The patient blood pressure tanked to 36/21 and a large effusion was seen on ice. Three pericardiocentesis kits were used with little change to effusion. The patient did go into cardiac arrest and subsequent actions were taken to stabilize the patient. Open sternotomy was performed to suture the perforation. A perforation was found in the right ventricle and it was sutured and a patch placed over to secure the injury. The device is not expected to be returned for analysis (disposed). The patient stabilized after CT surgery. The perforation was a result of the ice catheter going through the right ventricle. The versacross wire did not relate to the cause of incident. The physician believes that while maneuvering the versacross rf wire, it may have bumped the ice catheter through the ventricle. There is no other reason to believe that the product itself malfunctioned.